Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
During a pm inspection by a ge healthcare service representative, it was discovered that the gantry floor plate had come loose from the sub-floor on one end. This condition could lead to a partial or complete free fall of the entire image intensifier assembly. The image intensifier assembly is currently intact and did not fall. The room has been taken out of service. There was no report of injury and no report of patient involvement.

Manufacturer narrative:
On october 23, 2015, a ge healthcare (gehc) field engineer (fe) noticed during a pm (preventive maintenance) that the l-arm was touching the floor. He noticed the gantry base plate had come loose from the sub-floor on one end. This was not observed during the previous pm done in (B)(6) 2015. No injury was reported. The gehc fe confirmed that the system was taken out of service after he identified this issue. The system was not used for any procedures after this date. Gehc engineering investigation of this event was performed using information provided by gehc fe and system pre-installation manual. This system was installed on july 28, 2003. This system is installed on the ground floor "on grade" using mechanical anchors. Both the table and gantry mounting areas were inspected by the customer's structural engineer. No issues were reported for the table mounting area. The floor preparation was done by the customer. 6 out of the 12 mechanical anchors in the gantry mounting area were found to be loose. No information is available on pre-installation floor evaluation. With gantry base plate mounting anchors loose, the l-arm will touch the floor and the entire gantry can tilt and fall likely impacting the patient. The (B)(4) 2000 periodic maintenance service manual includes testing of l-arm motorized movement so this condition can be detected. Per the customer's structural engineer, concrete failure is the root cause that led to the loosening of the mechanical anchors. Per engineer recommendation, new concrete floor was laid following ge installation procedures. Per this analysis, no corrective or preventive action is necessary, thus no further action is required.